Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported problems with the insulin pump. Customer was hospitalized due to the motor error alarm and high blood glucose. The blood glucose reading was 130 mg/dl and she was treated with an insulin drip and released hours later. Customer experienced ketones, dehydration and hyperglycemia. Customer was not wearing the insulin pump at the time of the emergency room visit. Nothing further reported.